Manufacturer narrative:
The products have not yet been returned. If the product(s) are returned, anm will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. No conclusions can be made at this time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/14/2013 with the following findings: the keypad was found to be fully intact; no damage was observed. During testing, the complaint of intermittent keypad buttons was not duplicated; all of the keypad buttons responded appropriately and were functional. There was evidence of contamination found under all key contacts. Unrelated to the complaint, the display screen was found to be dim/faded, the text was discolored and difficult to read. A test screen was inserted and was found to function properly with no visible signs of fading or discoloration of text.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging an unresponsive keypad issue the reporter stated that the keypad buttons become intermittently unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.